Event description:
User called into emergency support program line to request support with a gas gain alarm on a cardiosave iabp that had been alarming for a few hours. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. Corrected fields - b6, b7, g2, f11 and f13 were incorrectly submitted in initial emdr. Tubing and connections appeared normal, start and iab fill troubleshooting did not resolve the alarm. Esp team recommended switching consoles and collected product surveillance. After switching pumps, the alarm continued. Esp team advised reassessing tubing, reducing augmentation and consulting the physician. Nurse identified a crack near the y-fitting on the helium tubing.

Event description:
N/a.